Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the hospital after receiving a shock. It was reported that the patient had stopped breathing during sleep. It was discovered that the device was in hardware reset mode with no therapy. As such, both the ICD and lead were explanted.

Manufacturer narrative:
Analysis found that the device was in hardware reset mode due to a power on reset, which occurred 12 seconds after delivered therapy. After the device was removed from the reset mode, all tests found normal device characteristics. It is believed that the reset was the result of a lead connection issue to the ventricular lead across the high voltage conduction path.